Event description:
Info received indicates the battery backup is not functioning.

Manufacturer narrative:
The facilities maintenance has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.